Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included narcolepsy and sciatica. Concomitant products included duloxetine hydrochloride (cymbalta) and hydrocodone. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("excessive and abnormal bleeding during menstruation"), menorrhagia ("excessive and abnormal bleeding during menstruation"), abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headache"), fibromyalgia ("neurological condition: fibromyalgia") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menstrual disorder, abdominal pain lower, dyspareunia, fatigue, alopecia, migraine, headache, fibromyalgia, vaginal discharge and weight increased outcome was unknown and the genital haemorrhage, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 320lbs. Most recent follow-up information incorporated above includes: on 15-nov-2018: pfs received: the following events were added: vaginal bleeding, dysmenorrhea, dyspareunia, alopecia, fatigue, genital hemorrhage, dyspareunia, fatigue, hair loss, migraine, headache, fibromyalgia, vaginal discharge and weight gain. Concomitant conditions and concomitant drugs were added. Event outcome of abnormal bleeding and dysmenorrhea was updated as recovered / resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included neck pain, pain in hip, fibromyalgia, cervical disc degeneration and fatigue. Current weight 320 lbs. Concurrent conditions included narcolepsy, sciatica, overweight, acid reflux (oesophageal) since (B)(6) 2016 and benign tumor excision. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since (B)(6) 2015, duloxetine hydrochloride (cymbalta), gabapentin from july 2014 to january 2015, hydrocodone, ibuprofen since 2011 and vitamin d nos (vitamin d) from september 2014 to october 2014. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), dysmenorrhoea ("dysmennorhea(cramping)"), migraine ("migraine"), headache ("headache") and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2010, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2011, the patient experienced fibromyalgia ("neurological condition :fibromyalgia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("excessive and abnormal bleeding during menstruation") and abdominal pain lower ("cramping"). The patient was treated with levothyroxine sodium (levothyroxin) and surgery (hysterectmony with bialteral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, alopecia, migraine and vaginal discharge had resolved and the menstrual disorder, abdominal pain lower, fatigue, headache, fibromyalgia and weight increased outcome was unknown. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Most recent follow-up information incorporated above includes: on 21-mar-2019: pfs received. Reporter's information was added. Updated outcome of events: pelvic pain, dyspareunia, hair loss, vaginal discharge, migraines. Concomitant condition, concomitant drug, treatment drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included neck pain, pain in hip, fibromyalgia, cervical disc degeneration and fatigue. Current weight 320 lbs. Concurrent conditions included acid reflux (oesophageal) since (B)(6) 2016, narcolepsy, sciatica, overweight and benign tumor excision. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since (B)(6) 2015, duloxetine hydrochloride (cymbalta), gabapentin from (B)(6) 2014 to (B)(6) 2015, hydrocodone, ibuprofen since 2011 and vitamin d nos (vitamin d) from (B)(6) 2014. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), dysmenorrhoea ("dysmennorhea(cramping)"), migraine ("migraine"), headache ("headache") and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2010, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2011, the patient experienced fibromyalgia ("neurological condition :fibromyalgia"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), menstrual disorder ("excessive and abnormal bleeding during menstruation") and abdominal pain lower ("cramping"). The patient was treated with levothyroxine sodium (levothyroxin) and surgery (hysterectmony with bialteral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, alopecia, migraine and vaginal discharge had resolved and the menstrual disorder, abdominal pain lower, fatigue, headache, fibromyalgia and weight increased outcome was unknown. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 20-apr-2021: reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("excessive and abnormal bleeding during menstruation"), menorrhagia ("excessive and abnormal bleeding during menstruation") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy on (B)(6) 2015). At the time of the report, the pelvic pain, menstrual disorder, menorrhagia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, menorrhagia, menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.